Event description:
The manufacturer representative reported, the patient felt a "burn sensation." Burn marks appeared around the lead implant site. The neurostimulator was explanted, but not returned to the manufacturer for analysis, but no report of lead explant. Communication with the hcp is ongoing. Telemetry is still possible with the device. Other possibilities are allergic reaction, infection, or use of cosmetics on the implant site.